Event description:
Pt revised for back out of four screws causing need for tendon repair.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the part and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any info be received to change the outcome of the performed investigation, the complaint will be re-opened.